Event description:
It was reported that the device was previously serviced and now check syringe plunger sensor has occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Cracked right plunger case. Broken screw boss in left plunger case. Keypad support lens not seated correctly. Check syringe plunger sensor error found in event history log (ehl). The technician was unable to duplicate customer's reported problem. The root cause of the reported issue could not be confirm during evaluation; however, the left plunge case was damage which could be causing intermittent check syringe plunger sensor error. Replaced left plunger case. Performed preventative maintenance and all functional tests which passed.